Manufacturer narrative:
Additional information and product return has been requested. The investigation is ongoing.

Event description:
A user facility in canada reported that a patient experienced burns on the thighs after a procedure. The exact location of the injury is the thighs. Photos were reviewed and show small to medium size crusts scattered over both thighs but mainly on the left thigh. Only one bottle of coupling fluid was used.

Manufacturer narrative:
Additional patient and procedure information was received on 27-aug-2021. Upon review of the additional information by the medical assessor, the assessment changed to "not serious". The nature of the injury was updated to red dots just below the gluteus maximus after a procedure over the thigh and legs. The current status noted as the patient did not respond however, it was reported that no permanent scar was seen. Upon further investigation it has been determined that this event does not meet MDR (FDA) reporting criteria. This event has been reassessed as not reportable.